Event description:
The contact at the hospital reported that during an intervention aneurysm operation, the surgeon could not detach the cashmere cerecyte coil (crc14022530/c17458) although he has made 3 attempts. The surgeon had to remove the coil and change to a new coil (details unknown) to complete. There was no report on patient injury. There was no significant clinical delay due to the issue. No damages were noted to the coil or coil delivery system. The coil was successfully removed from the patient and attached to the delivery system when removed. A pre-deployment electrical check was performed. It is unknown whether new batteries were used or what lights were seen during the case. All connections appeared to fit properly without application of excessive force. The same connecting cable and detachment control box were used successfully with subsequent coils although the type of connecting cable and detachment control box are unknown.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
As viewed through the returned packaging which was the hoop dispenser, the coil was inserted and advanced unprotected and unsheathed inside the hoop. The coil was stretched at the proximal end and was returned knotted. Due to post- procedural handling and packaging, the circumstances of how and when the coil was damaged cannot be determined. The detachment fiber did not receive heat and melt and was found to be intact. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 51.0 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The dpu passed post-detachment with a resistive reading of 51.4 ohms. Post-detachment shows that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the coils inability to be detached inside the target site cannot be determined. In addition, without the return of the unidentified detachment control box (dcb), the connecting cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.